Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary bd received 2 samples and 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon visual inspection of the samples. Visual examination showed that excess medical grade silicone from our lubrication process was found within the catheter of the samples stuck to the needle. Since the production of this product has been moved, no further actions will be taken at this manufacturing facility. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.

Event description:
It was reported that foreign matter was found on the bd saf-t-intima¿ IV catheter safety system needle tip during use. This occurred with 75 catheters. The following information was provided by the initial reporter, translated from chinese: "the head nurse reported that there was a colloidal foreign body on the needle tip during the use of the product;"

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd saf-t-intima¿ IV catheter safety system needle tip during use. This occurred with 75 catheters. The following information was provided by the initial reporter, translated from chinese: "the head nurse reported that there was a colloidal foreign body on the needle tip during the use of the product;"